Event description:
Pt presented to emergency room with atrial flutter and chest pain cardizem 20 mg bolus and 10mg drip ordered. Physician was called to see pt for bradycardia, hypotension; appeared pump malfunctioned, pt received 125mg cardizem over 30 minutes, cacl 10cc given without results, glucagon 5mg ivp given with increase heart rate to 60 and increase b/p to 129/50 diagnosis: calcium channel blocker toxicity.